Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had alarmed two pump errors that indicated inability of motors to communicate and software error detected. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the pump errors occurred during set change. There was no indication of troubleshoot or the issue being resolved. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error alarms during testing however, the formatted history file confirmed pump error alarms, and line number 664 file number 172 due to software error. Pump received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, cracked select button keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and minor scratched lcd window.